Manufacturer narrative:
According to the complainant the device will not be available for investigation. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the legal guardian (lg) that the patient¿s blood glucose level rose to 15 mmol/l (270 mg/dl) while wearing the pod between 25 and 36 hours. The cannula was reported to dislodge while adhesive was properly secured to the infusion site (leg). The patient was able to successfully apply a new pod.